Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a, d6b, g4, h4, h6

Event description:
Healthcare professional reported "ruptured". Later, healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted and replaced with unknown manufacturer. The device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the left side. Device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured". Later, healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted and replaced with unknown manufacturer. The device will be returned.